Event description:
The customer, a biomed, contacted physio-control to report that their device lost the quik-look function while using standard hard-paddles on a patient. A visual examination showed that two (2) pins on the standard hard-paddle assembly were bent and therefore not making the contact needed for paddles lead to function. No further information regarding the patient or event was provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to two (2) bent pins in the connector of the hard paddles assembly. Physio-control recommended replacement of the standard hard paddles assembly and proceeded with testing the unit using a different set of hard paddles. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. It was later confirmed that the customer purchased a replacement set of hard paddles.

Manufacturer narrative:
It was later confirmed by the customer that the hard paddles assembly that was being used with the device when it failed had a lot code of 09-2008 (september 2008).